Event description:
It was reported the device was not detecting the cassette during testing. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Investigating the latch lock flex, it was determined that the flex was plugged in too deep into the connector. Latch lock flex stress factures occurred on two of the three tracers. Too much force was applied to the latch lock flex during assembling. Damaged latch lock flex was replaced. The cause of the reported problem was traced to the electronic assembler (manufacturing assembly process). Reviewed DHR 4137141 which included the flow I assembly of serial number (B)(6). There was no evidence of any rework or any issues with this pump during manufacturing and testing prior to releasing this pump. The issue with over insertion of the flex will be communicated back to manufacturing to review with the manufacturing team.